Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgery on (B)(6) 2012, and a robotic total laparoscopic hysterectomy was performed for the removal of fibroids using a sigma tissue morcellator. It was reported that an endoscopic bag was utilized for the removal of a tissue fragment and following morcellation, the area was copiously irrigated, and dried. Prior to undergoing surgery, the patient underwent testing and evaluation which showed no evidence of cancer. A pathological examination was performed on the tissue that was collected during the surgery, revealing a leiomyosarcoma in the removed tissue. On (B)(6) 2012, the patient underwent a robotic lymphadenectomy, bilateral salpingo-oophorectomy, lysis of adhesions and peritoneal biopsy. A pathological examination was performed on the tissue that was collected during the surgery revealing leiomyosarcoma in the removed right fallopian tube. The patient continued to undergo monitoring and observation, including imaging and cancer screening. On (B)(6) 2013, she underwent a diagnostic laparoscopy and the cytology report from this procedure revealed malignant cells consistent with a recurrence of leiomyosarcoma. The patient died on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a right parathyroid removal on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Leiomyosarcoma cancer occurred. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.